Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg with a new charging puck.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.